Event description:
It was reported that the battery did not provide power due to an overheat issue. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Upon receipt, the battery gave error code 85 and had no power due to overheat. A definitive root cause cannot be determined. Device is used for treatment. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.